Manufacturer narrative:
(B)(4). Date sent: 02/01/2021. Only event year known: 2017. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The DHR for lot 12927 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Lot 12927 was an affected lot of the 2018 linx recall. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Yes, the patient had no clinical papers from the account. On what exact date did the implant take place? No info. When using the linx sizing device what technique was used to determine the size? The right one = lipham consult. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? Unknown. Were there any intra-operative complications during implant? No clinical data from the patient. Was there any hiatal or crural repair done at the same time as the implant? Yes, the explanter saw it. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? No. Besides pain and dysphagia, what was the reason for removal of the linx device? No other reasons. Was the device found in the correct position/geometry at the time of removal? Yes. The event description states ¿on (B)(6) 2020 the linx band was explanted.¿. Can you please confirm that the device was explanted on (B)(6) 2021 and not 2020? That is correct, the linx was explanted (B)(6) 2021. It is a spelling error in the event description. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Lxm14, lot 12927, implanted in 2017. The patient repeatedly suffered from swallowing difficulties and pain. In (B)(6) 2020, the patient underwent dilatation because she was unable to swallow or ingest food. Since the desired result was not achieved, the decision was made to explant in (B)(6). On (B)(6) 2020 the linx band was explanted.